Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's screen turned blank and onscreen indications were unable to be viewed and a service required code were observed in the devices' downloaded event log. The device's lcd and the oxygen blending module board were replaced to address the issue.